Event description:
A malfunction was reported on the pump, but no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without the malfunction recurring.